Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) lead pace impedance measurement of 3,000 ohms, stored inappropriate atrial tachy response (atr) episodes containing oversensed atrial noise, and stored a signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing on the ra lead. The patient was seen in-clinic for lead evaluation, and bipolar ra pace impedance was concerned to be at greater than 3,000 ohms and isometric noise was greater in bipolar than in unipolar. Sensitivity was increased from 0.75mv to 1.5mv, and the device will remain in unipolar pacing and sensing. Technical services (ts) noted that ra output was at auto 5v and right atrial auto-threshold (raat) test was unsuccessful due to incompatible mode. Lead fracture was suspected and the patient was scheduled for chest x-rays to confirm lead integrity, as the patient had reported falling on thanksgiving day. Ts reviewed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) lead pace impedance measurement of 3,000 ohms, stored inappropriate atrial tachy response (atr) episodes containing oversensed atrial noise, and stored a signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing on the ra lead. The patient was seen in-clinic for lead evaluation, and bipolar ra pace impedance was concermed to be at greater than 3,000 ohms and isometric noise was greater in bipolar than in unipolar. Sensitivity was increased from 0.75mv to 1.5mv, and the device will remain in unipolar pacing and sensing. Technical services (ts) noted that ra output was at auto 5v and right atrial auto-threshold (raat) test was unsuccessful due to incompatible mode. Lead fracture was suspected and the patient was scheduled for chest x-rays to confirm lead integrity, as the patient had reported falling on thanksgiving day. Ts reviewed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range right atrial (ra) lead pace impedance measurement of 3,000 ohms, stored inappropriate atrial tachy response (atr) episodes containing oversensed atrial noise, and stored a signal artifact monitor (sam) episode due to minute ventilation (mv) signal oversensing on the ra lead. The patient was seen in-clinic for lead evaluation, and bipolar ra pace impedance was concermed to be at greater than 3,000 ohms and isometric noise was greater in bipolar than in unipolar. Sensitivity was increased from 0.75mv to 1.5mv, and the device will remain in unipolar pacing and sensing. Technical services (ts) noted that ra output was at auto 5v and right atrial auto-threshold (raat) test was unsuccessful due to incompatible mode. Lead fracture was suspected and the patient was scheduled for chest x-rays to confirm lead integrity, as the patient had reported falling on thanksgiving day. Ts reviewed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received reported that right atrial (ra) lead fracture and possible lead fracture location were not confirmed as fluoroscopic imaging was unclear. No additional adverse patient effects were reported.